Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file follow-up reported detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the ump alarmed "check clutch". No patient injury or adverse event was reported.